Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the hp052 has constant tone. The rep checked the handpiece on another gen01 and it continues to malfunction. An old style air cooled handpiece was used to complete the case. There was no consequence to the pt.